Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this implanted system exhibited a high out of range shock impedance measurement of greater than 125 ohms. Defibrillation threshold testing was performed and a shock failed and code 1005 was exhibited by the device. Surgical intervention was performed and the device was explanted and the right ventricular lead was abandoned and replaced. No additional adverse patient effects were reported.